Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿the sound cap valve (blue plastic) of ias12-100lpi was dislodged when an ethicon ats45 stapler was inserted through the airseal sound cap for robotic nephrectomy. This resulted in an additional 30 minutes of surgery while locating the dislodged fragment¿. Further assessment found that the fragment was retrieved with the use of laparoscopic grasping instrument. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic partial nephrectomy procedure on (B)(6) 2023 when it was reported ¿the sound cap valve (blue plastic) of ias12-100lpi was dislodged when an ethicon ats45 stapler was inserted through the airseal sound cap for robotic nephrectomy. This resulted in an additional 30 minutes of surgery while locating the dislodged fragment.¿. Further assessment found that the fragment was retrieved with the use of laparoscopic grasping instrument. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿sound cap valve (blue plastic) of ias12-100lpi was dislodged¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A device history review review found a non-conformance, however, it was not related to the manufacture of the product. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm):- inspect sound cap foam and seal prior to use.- use caution when inserting a sharp or large device through the blue sound cap seal. - inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.